Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ "patellar tendon rupture and ligamentous laxity." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-03589 / 1825034-2016-04325 / 04327).

Event description:
Patient reported undergoing a right knee arthroplasty. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. The operative report provided noted that during the procedure a retinacular release was performed and the patella was tracking laterally.